Manufacturer narrative:
Clinical circumstances did not warrant removal; dr. Miller states they have no intent to removed the screw at this time. There were no pictures or radiographs provided to confirm the report of a broken screw. The surgeon will continue to monitor the patient for any indication prompting additional treatment. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly or fracture of implant and components.

Event description:
Approximately 6 months post-op, a screw fractured at the neck of the screw shank where the tulip meets the screw shank. The side of the patient is not discernible on xray. Dr. (B)(6) no intentions of taking the patient back to surgery and removing it. He will just follow the patient for the time being because it is not symptomatic. Surgeon: dr. (B)(6). Hospital: (B)(6). Levels: l3-s1 screws. Issue: screw fracture at s1, screw size: 7.5x45. Original date of surgery: (B)(6) 2020. Discovery date: (B)(6) 2021.